Manufacturer narrative:
(B)(4). Device (a) was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. Device (b) was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic anterior resection procedure, there were tears/rips in the seal when the device was opened. Two devices affected. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: are the devices being returned for evaluation. Yes. Were either of the devices used on patient before the problem was noticed? No, they were opened and torn. Did any piece of the seal or device fall into the patient's cavity? No. If yes, were the piece(s) retrieved and describe how they were retrieved? What was the condition of the patient following surgery - stable, discharged, critical - please explain. Unknown.